Event description:
During baxter's functionality testing, a spectrum pump had a false upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false upstream occlusion alarm was confirmed through baxter's functionality testing as well as through review of the event history log. However further testing was unable to reproduce this condition. The device investigation found the lower reading from the upstream sensor was below specification which is known to cause increased sensitivity to false upstream occlusion alarms. This condition was caused by a failed upstream sensor. The upstream sensor was replaced.